Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that they had problems with the original implanted neurostimulator (ins) that was implanted (B)(6) 2004.  They explained they had a good response to the first ins, but maybe about 5-6 weeks after implant they could no longer feel the stimulation.  They stated they had  met with a manufacturer representative (rep) to tried to turn it up and "do all that stuff".   The pt mentioned they had the first implant cranked up all the way so maybe that was why the implant had stopped working.  They had a new battery put in (B)(6) 2005.